Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation and evaluation of the device is in process. Once the investigation is completed, a supplemental report will be filed.

Event description:
It was reported that the mesher guard was bent. The scrub nurse, circulating nurses and surgeon could not be reached for comment at this time. It was unable to be determined whether the device was already damaged when they opened the sterile container or the damage occurred during the surgery. No incident has been reported. No additional consequences have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Current repair product evaluation product review of the skin graft mesher sn (B)(6) by dover on 6 may 2020 revealed that the comb was bent so no pre-test was done. The sideplates were dented at the ears and the sliding pins were rough. Product repair repair of the device was performed by dover on 6 may 2020 which included replacement of the following: sideplates, comb, ball detents, bushings the device, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
There is no additional information.